Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: visual inspection revealed cracks in the pump casing between the keypad and the display, and near the lower right corner of the display. Leak testing revealed leaks in the pump casing due to the cracked casing. The pump casing was removed and there was evidence of internal moisture damage on multiple internal pump components.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that there was moisture behind the display. The reporter denied any physical damage to the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.